Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2019. It is unknown if the patient was re-implanted with another device. This report is submitted september 25, 2019.

Manufacturer narrative:
(B)(4).

Event description:
The cochlear implant was evaluated on (B)(6) 2019 using the integrity test system. The results are consistent with a device malfunction. The device remains in situ.